Manufacturer narrative:
Follow-up from 16-jul-2015: the required number of follow-up attempts have been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and the hcp (health care professional) was trying to remove the essure coil because it was embedded in the uterine cavity (interpreted as embedded device). There were couple of small fragments left in the uterine cavity (interpreted as device breakage). The event embedded device is serious due to medical importance and listed in the reference safety information for essure. The device breakage is non-serious and also listed according to technical analysis. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of uterine perforation, mainly during insertion. Also, during difficult insertion/removals, single cases have been reported of essure breakage. In this case, it was not clear whether device breakage occurred during essure placement procedure or removal. The exact date and the mechanism of embedment are not known. Nevertheless, a causal relationship between the suspect insert and the reported events cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The product technical analysis concluded unconfirmed quality defect and handling error. There is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from sales representative on behalf of health care professional in united states on 14-jan-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date. It was reported that hcp (health care professional) was in essure procedure, trying to remove the essure coil because it was embedded in the uterine cavity; there were couple of small fragments left in the uterine cavity. The hcp wanted to know if the patient can do an endometrial ablation. (B)(4). . Final assessment: this is a confirmed device breakage case as the physician was trying to remove the essure coils and the breakage of the coils took place during the device removal. Some fragments were left behind in the patient's uterine cavity. The device was not available for return. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of the micro-insert breaking during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a product quality issue and a usability issue. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect and handling error. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and the hcp (health care professional) was trying to remove the essure coil because it was embedded in the uterine cavity (interpreted as embedded device). There were couple of small fragments left in the uterine cavity (interpreted as device breakage). The event embedded device is serious due to medical importance and listed in the reference safety information for essure. The device breakage is non-serious and also listed according to technical analysis. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of uterine perforation, mainly during insertion. Also, during difficult insertion/removals, single cases have been reported of essure breakage. In this case, it was not clear whether device breakage occurred during essure placement procedure or removal. The exact date and the mechanism of embedment are not known. Nevertheless, a causal relationship between the suspect insert and the reported events cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The product technical analysis concluded unconfirmed quality defect and handling error. There is no reason to suspect a causal relationship to a potential quality deficit. Further information is being sought.